Manufacturer narrative:
(B)(4). Batch #: u5ev2h. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Additional event information the patient¿s condition is stable. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that plee60a device was returned with the joint cover damaged and articulated to right side with a gst60g reload present. The reload was received fully fired and with damage on reload deck and drivers were observed. After further analysis, the articulation mechanism was noted to be damaged as would not release the articulation setting. The device was tested for functionality with a test reload and a test battery. It achieved its complete firing sequence without any difficulties. The cut line was completed, and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The damaged on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. One possible cause for this type of damage to the knife and the reload are when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy for obesity, the device with a slr loaded was fired, but the target tissue was pushed out and the staples were unformed at the 4th firing. The target tissue was not compressed enough so that when a specimen was pushed inside, leakage was observed. Oozing occurred. The amount of the bleeding was unknown. No blood transfusion was required. Bleeding stopped, and additional hand suture was performed. No patient consequences reported. No further information is available.